Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons had delayed response. Reportedly, the keypad covering was coming off the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/14/2014 with the following findings: the keypad cover was found to be peeling up from bottom of keypad to up arrow button and torn off over ok button. The delayed response of the keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.